Event description:
The customer observed false elevated alinity I stat high sensitive troponin-I (tni) result. On (B)(6) 2025, sid (B)(6) (female, born 1975) analyzed at 9:41 was tni of 185.6 ng/l. A new sample from the patient sid (B)(6) analyzed at 12:41 was tni of <3.2 ng/l. Initial sample was repeated, sid (B)(6) was tni of <3.2, <3.2 ng/l. The customer reference range is female: <16 ng/l, men: <35 ng/l. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation of lot 79327ud00 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. Ticket trending review for the list number did not identify any related trends. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 79327ud00 is within established limits and comparable to the historical lot performance. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I reagent lot 79327ud00 was identified.

Manufacturer narrative:
This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 4z21, and 510k/PMA/bla of k202525. Section a patient information, patient identifier met character limit, the full character identifier is (B)(6). No additional patient information was provided. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The customer observed false elevated alinity I stat high sensitive troponin-I (tni) result. On (B)(6) 2025, sid (B)(6) (female, born 1975) analyzed at 9:41 was tni of 185.6 ng/l. A new sample from the patient sid (B)(6) analyzed at 12:41 was tni of <3.2 ng/l. Initial sample was repeated, sid (B)(6) was tni of <3.2, <3.2 ng/l. The customer reference range is female: <16 ng/l, men: <35 ng/l. No impact to patient management was reported.